Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. There was leakage on the distal cuff of the pd-catheter. Because of this; possible peritonitis. Removal of peritoneal dialysis catheter and implantation of the single lumen long term chemo dialysis catheter.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.